Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the site radiologic technologists (rt) were utilizing 3d xl image acquisition settings. Which in turn could result in the reported issue. The representative informed the rts that the settings could lead to images appearing light and washed out. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system 3d image acquisitions were light and grainy with poor details. The site elected to use the images for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.